Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that per xray, they can see the lead was snipped off. Agent called mdt manufacturer representative (rep) with patient and nurse on the line. Hcp stated that patient had a procedure in (B)(6) 2022 and a second procedure in (B)(6) 2023 for a cyst, and because the scs system was in the way, the lead(s) or portion of the lead(s) were removed; ins remains implanted. Patient stated since the lead(s) were removed, they haven't used the system, so when they attempted to charge recently for the MRI, the ins wouldn't charge. Technical services (tss)  reviewed that based on imaging (as reported in the original call) and what the patient is reporting now, the system would be head-only eligible, at best. Tss suggested speaking with physician about completely removing any remaining components of the scs system.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.